Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the transceiver in the core, the fiber optic cable between the vision side cart (vsc) and patient side cart (psc), and the universal (unit) controller card (ucc); however, the issue was not resolved. The fse noted that error 40 occurred when the psc was plugged into the 3rd blue fiber port on the core; however, when the surgeon side console (ssc) was plugged into the same port, error 40 did not occur. All other sscs worked when plugged into blue fiber ports 1, 2, and 4 on the core. The fse then replaced the isi core controller (icc), which resolved error 40. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate the reported failure. There are three parts returned for failure analysis from the system: icc , ucc, and fiber optic cable. All three parts were installed and tested together on a printed circuit assembly (pca) test system. The system started up without any error. Failure analysis ran the power cycle 150 times, and all passed. The parts remained on the test system over night in normal operation, and there was no issue reported. According to the case note, replacing these parts did not rectify the issue. The fault 40 was with the 3rd blue fiber port on the back of the core. The defective component (d02, part 124031 - transceiver) involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse) during the initial troubleshooting. The tse identified error 40 pointing to a blue fiber cable communication issue. In addition, a review of the site's complaint history identified no other complaints related to this reported event. No image or video clip for the reported event was submitted to isi for review. A site complaint history review was performed and no other complaints related to this event were identified. No image or procedure video were provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer called in to report that they encountered a recoverable 40 fault. The customer attempted to recover the fault with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified error 40 pointing to a blue fiber cable communication issue. The tse had the customer power cycle the system and reseat all the blue fiber cable connections, but the fault returned at system power-up. The tse also had the customer cycle the system power, perform an emergency power off (epo), and cycle down the circuit breakers on the patient side cart (psc) and vision side cart (vsc); however, the fault persisted. The tse then had the customer connect a new blue fiber cable. The system was powered on, and the fault returned again. At this point, the surgeon then elected to convert to laparoscopic surgery. The isi clinical sales representative (csr) called in while at the customer site (the csr was not onsite during the case), after the case completion, to report that the isi field service engineer (fse) had him move the blue fiber cable to a different port, and the system powered on successfully with no error. The csr requested to have the logs reviewed to determine if there were any communication errors after the blue fiber cable was moved to a different port. The tse reviewed the system logs and did not find error 40 or any other fiber communication errors after the csr moved the blue fiber cable and power cycled the system. The tse noted that the issue was likely related to the fiber port (3rd from the top) on the back of the core. Isi performed follow-up with the customer on 12-aug-2021 and obtained the following additional information regarding the reported event: the system was reportedly inspected prior to use, and no issues were noted at that time. The system initially powered on with no errors. No patient-related information was available.